Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-01445, 1627487-2012-01446. It was reported the patient is no longer receiving effective stimulation. An sjm representative met with the patient and increased amplitude to 17-18ma in order for the patient to feel stimulation. The patient only felt stimulation in his abdomen and some sensation at the pocket site. The physician states there may be fluid in the header of the ipg due to the previously low impedances and need to increase to higher amplitudes and possible sensation at the pocket site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.